Manufacturer narrative:
The investigation for the reported pump did not start issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Therefore, the root cause of the reported issue could not be determined. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was being implanted with an impella cp device for mechanical circulatory support. While on support, the initial impella failed after insertion. Efforts were made to get the device to start, but it would not. The patient became unstable, and the decision was made to explant the original impella pump, and implant second impella device. The procedural outcome is the patient survived surgery.